Manufacturer narrative:
Manufacturer's investigation conclusion: the device did not return for analysis. The reported event of the console display going blank was not confirmed. The centrimag motor was not returned for analysis. The associated and returned centrimag 2nd generation primary console (serial #: (B)(6) was returned for analysis at mcs zurich and was evaluated and tested under RMA 19-023. A log file was downloaded from the returned console and only contained events from 25jun19 and on, thus not capturing the reported event. The root cause for the reported event of the console display going blank was not conclusively determined through this analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
The device was not returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the screen of a centrimag console reportedly went blank while in use. The console was exchanged. No further information was provided. This event was previously not reported under the motor because the product and serial number were unavailable and there was no indication that the motor was at fault. Abbott made the decision on (B)(6) 2019 to initiate a voluntary recall, therefore, this event is being upgraded to reportable.